Manufacturer narrative:
A ge svc rep performed an on site investigation. The power controller for the image intensifier was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 2800 system had out of focus image. Not pt injury was reported.